Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor came out of the chest. When the patient visited the clinic, the tip of the loop was out of the body. The device was removed and the wound was dressed. The wound was healing well one week later. According to the field representative, the patient has twiddlers syndrome, which could have contributed to the observations. The implant equipment is expected to be returned. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor came out of the chest. When the patient visited the clinic, the tip of the loop was out of the body. The device was removed and the wound was dressed. The wound was healing well one week later. According to the field representative, the patient has twiddlers syndrome, which could have contributed to the observations. The implant equipment is expected to be returned. No additional adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor came out of the chest. When the patient visited the clinic, the tip of the loop was out of the body. The device was removed and the wound was dressed. The wound was healing well one week later. According to the field representative, the patient has twiddlers syndrome, which could have contributed to the observations. The implant equipment is expected to be returned. No additional adverse patient effects reported.